Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was placed in three different coronary sinus veins, however the threshold was high in each and the physician did not trust that the lead was working corrected. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.